Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned in one continuous piece. The piece measured approximately 315.6 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the sma connector. The condition of the returned device would cause to have a weak or no aiming beam thereby confirming the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 laser fibers that were used in the same procedure it was reported to boston scientific corporation on (B)(6) 2019 that two flexiva 200 laser fibers were used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was dornier 30 watt laser console. According to the complainant, during the procedure, there was no aiming beam coming out from the first laser fiber. Another of the same device was used and the same issue occurred. The procedure was completed with a third flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.